Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 79-year-old patient with a 31mm perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of 6 years and 5 months due to leaflets thickening leading to restricted leaflet mobility and severe stenosis. As reported, patient prsented with acute decompensated heart failure (adhf) with functional class (fc) iia. A 29mm valve was implanted within the pre-existing edwards surgical device. (Valve-in-valve complications were reported under medwatch ref numbers:(B)(4).

Manufacturer narrative:
Added information to section d6b, h6 (device code), h6 (type of investigation) updated section b5, h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). The device was not returned for evaluation as it was discarded. One image was received and reviewed. Customer report of leaflets thickening leading to restricted leaflet mobility and severe stenosis was unable to be confirmed through visual examination. Image showed inflow aspect of surgical valve next to outflow aspect of tavi valve. What appeared to be host tissue and blood was visible on the surgical valve. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Leaflet thickening can be attributed to structural valve deterioration (svd) and/or nonstructural valve dysfunction (nsvd). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Leaflet thickening may also be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as thrombosis/halt, early endocarditis or host tissue overgrowth. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The most likely cause is patient factors.

Event description:
Edwards received notification that this 79-year-old patient with a 31mm perimount valve implanted in mitral position was attempt to underwent a valve-in-valve procedure after an implant duration of 6 years and 5 months due to leaflets thickening leading to restricted leaflet mobility and severe stenosis. As reported, patient presented with acute decompensated heart failure (adhf) with functional class (fc) iia. 29mm transcatheter valve was attempted to be implanted within the pre-existing edwards surgical device, however after the balloon burst the transcatheter valve embolized requiring conversion to open heart surgery and the perimount valve was explanted. (Valve-in-valve complications were reported under report ids 2015691-2024-04954 and 2015691-2024-04956).

Event description:
Edwards received notification that this 79-year-old patient with a 31mm perimount valve implanted in mitral position was initially planned to be re-intervened through a valve-in-valve procedure after an implant duration of 6 years and 5 months due to leaflets thickening due to suspected pannus formation leading to restricted leaflet mobility and severe stenosis. As reported, patient presented with acute decompensated heart failure (adhf) with functional class (fc) iia. 29mm transcatheter valve was attempted to be implanted within the pre-existing edwards surgical device, however, some issue were experienced during implant of the transcatheter valve [report ids 2015691-2024-04954 and 2015691-2024-04956] requiring conversion to open heart surgery and the perimount valve was finally explanted. As reported, the patient was noted as to be recovered after procedure.

Manufacturer narrative:
Updated section b5; as reported, the patient was noted as to be recovered after procedure.